Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the right atrial (ra) lead exhibited noise oversensing and low pacing impedance. No intervention was reported. No patient status was reported.